Event description:
It was reported that during implantation the trailing haptic of the pre-loaded intraocular lens (iol) sheared off. Through follow-up additional information was received stating the pre-loaded iol was fully inserted into the patient's ocular dexter (right eye). There was no incision enlargement, no sutures, and no vitrectomy. The same procedure was completed successfully using a backup lens with the same model and diopter size. No further information is available.

Manufacturer narrative:
Additional information: patient weight: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 02-may-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the lens was received cut in half and with a haptic detached. The lens was cleaned and, scratches were observed on the lens. Inspection of the handpiece revealed that the missing haptic was stuck inside of the cartridge and that it was overridden by the plunger rod, which is consistent with a haptic that was torn off during implantation. The cartridge tip was also observed to be damaged. The handpiece was disassembled, and the assembly was inspected; no assembly issues were observed. Complaint issue "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that health effect - impact code 2199 provided on the initial report needs to be corrected. The correct impact code is health effect - impact code: 4631 iol removal and replacement. The following section has been updated accordingly: section h-6 health effect - impact code: 4631 iol removal and replacement. Removed health effect - impact code 2199 no health consequences or impact code as it is not applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.